Event description:
It was reported that this patient was admitting the hospital due undersensing which delayed therapy for episodes of ventricular tachycardia (vt). The physician reported a incompatibility between the patients implanted implantable cardioverter defibrillator (ICD) device and the implanted cardiac contractility modulation device (ccm). A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, and provided recommendations for programming and troubleshooting steps. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.